Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens stuck in another manufacturer''s cartridge. Therefore, the lens was not advanced to be implanted in the eye. Based on the product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
It was reported that due to a capsule tear in the right eye, the intraocular lens (iol) was replaced with a different model and diopter iol. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device has not been received for evaluation and additional information regarding the event was not provided. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.